Event description:
See initial report.

Manufacturer narrative:
The most likely root cause of the reported error is a defective motorelectronic inside the motor of the replaced pump. This led to the defect on the safety resistors for the pump on the distribution board. No specific action was currently deemed necessary. Livanova will keep monitoring the market for similar event.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The patient pump bearing was damaged and distributor board defective. The patient pump and the distributor board were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during setup. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.